Manufacturer narrative:
Returned product analysis revealed that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the proximal edge of the stent was damaged. Three struts on the first row from the proximal stent edge were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube was broken approximately 12.3cm distal from the catheters strain relief. The device was kinked at the point of separation. The outer was kinked between the port area and approximately 11cm distal to the port area. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
This complaint is now reportable based on the analysis completed on 08/29/2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.75x32mm taxus liberte drug-eluting stent (des) was unable to cross the 90% stenosed, severely tortuous, and calcified left anterior descending artery (lad). No patient complications were reported, and the patient's condition is listed as "good". However, returned product analysis revealed that the proximal edge of the stent was damaged.